Event description:
Boston scientific crm received information that after 45 months of implant, battery voltage was 2.84 v with a charge time measurement of 8.4 seconds. After 49 months of implant, battery voltage was 2.67 v, with a charge time measurement of 18.9 seconds. It was reported that the patient had received zero shocks and provided zero percent (0%) pacing for the life of the device. Technical services (ts) suggested replacing the device as soon as possible. An invasive surgical procedure was performed and the device was explanted.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.